Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead during blanking period on current electrograms (egm) post operatively. The lead remains in use. No patient complications have been reported as a result of this event.